Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that prior to the implant procedure, the physician was flushing the lead and used such force that the insulation by the pin ballooned out with saline. The physician did not use the lead as it was feared that there was insulation damage. A different lead was implanted instead. No patient complications have been reported as a result of this event.